Event description:
Procedure: roux-en-y gastric bypass. Reportedly, while attempting to create a pouch, the stapler made a "crunching noise" and the surgeon observed the staples were uniformed on the pouch side of the incision. The operation was then extended by one hour and alternative method of pouch creation and/or closure was implemented.

Manufacturer narrative:
.